Event description:
A report was received that the patient was having discomfort at the ipg site. The patient will undergo a pocket revision procedure wherein the ipg will be relocated. No device malfunction was suspected.